Event description:
Caller (pt's nurse) alleged discrepant results compared with the lab. Pt's therapeutic range: 2-3 inr. Nurse trained pt on (B)(6) 2011. Pt's daughter-in-law was present for pt's last two tests.

Manufacturer narrative:
Investigation pending.